Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 33.1 mmol/l. The customer treated high blood glucose level with manual injections and insulin pump. The customer had been using the insulin pump system within 48 hours of the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. The customer also reported that the insulin pump had insulin flow block alarm with one of the set which was resolved by changing the entire set. The insulin pump will not be returned for analysis.